Event description:
A malfunction alarm with the code malf 9 was reported. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and no further malfunctions occurred after the reset. The customer was instructed to continue using the pump and to contact technical support again if any issues recurred.